Event description:
It is reported that the drive support cap is protruded. Customer's blood glucose reading is 229 mg/dl. Advised that the insulin pump must be replaced and to discontinue use. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk and a cracked display window corner.